Manufacturer narrative:
There are no reports of any falls or trauma to the incision site that may have contributed to the symptoms noted. First signs of infection were not noticed until approximately 2 months after the initial implant procedure, possibly suggesting bacterial exposure from the environment. There are no documented reports of any procedural deviations or nonconformances relating to the manufacture or sterilization of the nalu devices used.

Event description:
On (B)(6) 2025 the patient was implanted with a nalu peripheral nerve stimulator system to treat knee pain. On 01/20/2026 the patient notified a nalu representative that a bubble had formed at the incision site and after the patient expressed liquid from the site, the implanted lead was then exposed and protruding through the skin. Patient was advised to seek medical treatment. Implanting physician advised the patient to go to the local acute facility for explant. On (B)(6) 2026 a full system explant took place. Lab cultures returned positive for serratia bacteria. The patient was discharged home with a pic line for administration of antibiotics.